Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during aic transfer, the console displayed unreliable placement signals with loss of aortic and lv indicators upon start-up. A second aic transfer was performed to rule out console malfunction, but placement signals remained absent. The pump continued to deliver flows of 4 lpm on p-6 with pulsatile motor current, indicating pump functionality was intact. The placement signal unreliable alarm was silenced, and staff were instructed to monitor flows, motor current, and patient hemodynamics.

Manufacturer narrative:
Additional information has been added in d9 (date device returned to manufacturer). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information has been reported: "the device is not available for return. I cannot recall the requested information as the case is from october."